Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, intermittent capture threshold and impedance values were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. During the revision procedure, the helix failed to rotate. The rv lead was explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage. The reported event of helix rotation failure was confirmed. After cleaning, the helix could extend and retract. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of intermittent capture threshold and an impedance issue were not confirmed.